Event description:
Additional information was received that this patient underwent a revision procedure and this lead was determined to be fractured beneath the suture sleeve. The physician alleged subclavian crush. The lead was explanted and will not be returned as it was completely destroyed during the removal procedure. No further complications were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing and pace impedance measurements greater than 3,000 ohms. No adverse patient effects were reported. The patient has been scheduled for a revision procedure in the near future. The patient's generator has been programmed to pace/sense in the ventricle only.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.